Event description:
Customer reports that there are problems with the column up/down function. No pt injury was reported.

Manufacturer narrative:
The svc rep turned on the system and attempted to duplicate the fault. Column moves up and down smoothly and every time the button is pressed. He made several attempts and the system performed as it should every time. Suggested to the customer that the next time the column does not move, to check the keyswitch position. System is working as intended.